Event description:
During the procedure, the physician passed the regatta middle weight 195cm guidewire through the lesion, and through the wire, ivus catheter was followed. After pulling out the ivus catheter, the physician found out that the coil of wire was loosened. He immediately pulled out the wire; however, the distal part of the wire was broken. Fortunately, the snapped part was hanging on the guiding catheter. The physician inserted a balloon and then inflated the balloon, to hold the snapped part of the wire. Finally, the physician pulled out the balloon, the guiding catheter and the wire at the same time. Additional information indicated that the product was not re-sterilized. The guidewire was removed from the dispenser by the distal floppy end. Prior to inserting, the guidewire was not reshaped, and the guidewire was not kinked or damaged in any way prior to insertion into the patient. Prior to the event, the wire was not used for treatment of another lesion. The lesion was not a chronic total occlusion (100% occlusion for >3 months), and a "drilling" or "jack-hammer" technique was not used to re-canalize the vessel. The reported event occurred when the ivus was being removed. The wire tip was visible on fluoroscopy throughout the procedure. There was difficulty tracking the wire through the vessel or lesion, but the wire behaved "normally" (the torque response was good). There was resistance/friction between the wire and other devices during withdrawal into another device ivus catheter. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent, or the wire tip was not reportedly prolapsed during placement. The tip remained in a prolapsed position during treatment of the lesion. The wire was removed intact in one piece from the patient, with the description provided earlier. The patient is in good condition.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.